Event description:
It was reported that black rubber seal was coming out from underneath pump screen and pump screen was lifting out of pump, which affected customer ability to see and interact with pump display. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump.